Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, a cyber security upgrade was attempted which resulted in the device entering backup vvi mode. The device was reprogrammed to resolve the event and the patient was stable. The cyber security upgrade was not performed.